Event description:
Customer reported the advantage system gave a blood glucose result of 304 mg/dl at a time when he was symptomatic of hypoglycemia. Customer self-treated with 32 ounces of "(B) (4)". Retest result 20 minutes later was 92 mg/dl, reported a result of 163 mg/dl within 10 minutes. Reported no further symptoms, no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.